Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: unknown mentor saline implant. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast augmentation revision with a saline mentor of unknown type and experienced bilateral deflation on breast implants. The deflation was diagnosed during physical examination. As a result, patient underwent removal of implants on (B)(6) 2018. This is for the right side implant, see manufacturer report number 1645337-2018-04109 for contralateral prosthesis.